Event description:
In speaking with the reporter of the event on (B)(6) 2011, it was learned that for the incident, the pt was administered 2.5 l of ns. Bp 119/64 pulse 94. Reportedly, the staff was not able to visualize any problem or defect with the bloodline and the disconnect may have possibly been related to user error, as the line may not have been securely tightened. Reportedly, the pt was moving around quite a lot during his treatment. Ems was called, however, the pt refused to go to the ER but the reporter stated that the pt's wife did take him to the (B)(6) for evaluation. No transfusion was required and the pt was not admitted to the hospital. Add'l info from user facility: system separation; it was reported that approx 30 mins into treatment, pt stated that he was not feeling well. Staff reported that approx 1.5 l blood was seen on the floor, behind the pt's chair. On closer view, hemosafe device was attached to the arterial end of the catheter and to the venous end of the blood line securely, however, the venous bloodline was separated from the catheter lumen.

Manufacturer narrative:
(B)(4).